Event description:
The generator was explanted due to end of service, and returned to manufacturer for product analysis. The results of the analysis revealed that there was intermittent communication problems with the generator and it was found that there was a flex circuit fracture which was the likely cause of the event. Follow up with the treating physician revealed that no communication difficulties were experienced.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.